Event description:
Surgeon had performed stenting of right coronary artery and obtuse marginal branch 1. Ptca attempted to left anterior descending artery (lad) with 2.5 x 20. Desired stent would not cross lad lesion, 3.0 x 15 voyager (suspect medical device) inserted and inflated to 16 atmospheres. Balloon burst and was removed. This was immediately followed by no-reflow in the left anterior descending artery. Patient developed significant back and chest pain. Systolic blood pressure down to 70's and st elevation noted in the precordial leads. Patient was started on nitroglycerine and verapamil without any improvement. Dopamine and levophed were also administered. No clear dissection was seen but surgeon had a suspicion of dissection in the mid left anterior descending artery. The left anterior descending artery was reballooned and 4 stents were inserted to open the lad to timi 3 flow. Upon completion of surgery patient was transferred to cardiovascular ICU.